Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the piic failed to alarm for a (B)(6) patient. The patient was found blue.

Manufacturer narrative:
A philips remote clinical specialist (rcs) spoke with the customer. The customer clinical manager indicated that at 12:04 on (B)(6) 2021 on nicu bed 607nskb, the nurse noticed the patient's sector showed the red spo2 desat alarm text (visual) banner but the sector red audible alarm was not generated/announced. The nurse then went to check on the nicu patient, and found the neonate patient was in distress and claims the baby had turned blue. The patient was transferred to a different bed# 604nsbk. Per the clinical manager, the nurse claims she did not silence or acknowledge the alarms. The clinical manager requested log review to determine if the alarm was silenced. The rcs provided the clinical mgr. The instruction on how to view the patient's clinical audit log events for this patient. The clinical audit showed the patient spo2 desat alarm was generated and acknowledged/silenced. The customer clinical user did not allege that the pic ix contributed to the neonate distress. There was no product malfunction; this is considered a user issue; the user silenced the alarm. The rcs provided information was provided to the customer to resolve the issue. No further investigation or action is warranted at this time.

Event description:
It was reported that the patient information center ix (pic ix) failed to alarm for a 35 week old patient. The patient was found blue.